Event description:
A customer reported to hospira, who in turn reported to baxter, of a no flow for a clearlink primary set. This set was connected to a hospira secondary set, and both sets were being used in conjunction with a baxter flo-gard 6200 pump. The solution being infused was unknown. The clearlink set was at the proper head height. The set was replaced once the no flow was noticed. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided.